Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the voyager nc was delivered for post-dilatation; however, during the second inflation, the balloon ruptured at 14 atms. Another company's balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors, if the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture. It is possible the balloon material was damaged during interactions with other devices, such that the balloon ruptured upon a second inflation during the procedure. However, since the voyager was not returned for analysis, an eval could not be performed and may have aided in determining a cause for the reported balloon rupture. Based on the info received with this event and without the product to examine, a definitive cause for the reported balloon rupture cannot be determined, but there is no indication of a product quality deficiency.